Manufacturer narrative:
Internal complaint number:(B)(4). A lot history record review was completed for lots 25157038, 25157133, and 25157267 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when they opened the evh kit before even using it on the patient they noticed the jaws were bent. They did not use the device and opened a new kit. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when they opened the evh kit before even using it on the patient they noticed the jaws were bent. They did not use the device and opened a new kit. No patient involvement.